Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. The product appeared to have been exposed to some type of excessive force in the tip area, resulting in the tip breaking.

Event description:
No description given. The device was given to user facility contact with no info as to what type of problem was experienced. Upon initial investigation in 2007, it was determined that the device was firing straight shots which is an MDR reportable malfunction.